Event description:
The patient has a bi-ventricular ICD, status post generator change two months ago. The patient experienced sudden onset of shocks x 3, while at rest, at home, starting last night. The patient was brought to ed by their family. The shocks continued in the ed. The patient denied having any chest pain, sob, dyspnea on exertion (doe), change in meds. Interrogation of the aicd in the ed revealed vtach/pvc's with inappropriate ICD shocks. The patient was transferred to the ccu. Further interrogation revealed fracture of the right ventricular (rv) lead. The ICD was turned off. The patient was taken emergently for revision of rv lead. The patient had a satisfactory outcome.======================manufacturer response for lead, sprint fidelis (per site reporter)======================none at this time.